Manufacturer narrative:
The device was not returned to olympus for inspection. Inspection was conducted by authorized third party repair center. A root cause could not be identified. Based on the results of the investigation, it is likely the glass at the tip of the scope damaged and insertion tube physically damaged cause due to cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gynecologic laparoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, glass at the tip of the scope damaged and insertion tube physically damaged was observed. There was no patient involvement.